Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high shocking lead impedance measurement greater than 125 ohms. Boston scientific technical services (ts) discussed that a single coil lead typically runs on the higher measurements. The physician would continue to monitor the patient. Additional information was received and indicated that the cause of impedance issue was not determined. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.